Manufacturer narrative:
The device was returned to zoll medical corporation; the reported malfunction was observed and attributed to the flex cable not seated properly. The flex cable and connector interlock were replaced to remedy the reported malfunction. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib disabled" and "pacer disabled" messages. Complainant indicated that there was no patient involvement in the reported malfunction.